Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration test confirms that the sensor is detecting low force. Evaluation also revealed that the force sensor plate was contaminated. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed no cartridge detected alarms and several zero force loss of prime warnings. During the load step, the pump failed to recognize cartridge. A force sensor calibration test confirms that the sensor is detecting a low force. The pump was opened and found moisture corrosion on the force sensor motor assembly, force sensor plate was contamination. The force sensor plate resistance reading out of specifications. (B)(6).